Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It occurred during the nurse's preparation to insert zso. Kink occurred in the pigtail when the nurse inserted zso into the g/w. So they used another zso. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1. Please indicate where the device was stored prior to use. Plastic stent storage cabinet. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus visiglide2, 0.025inch, 450cm. 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr.seong did sphincterotomy using the clevercut. 4. Was the wire guide inspected for damage prior to use?* no. 5. Was the device at the centre of the complaint inspected for damage prior to use? No. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished?* they used another zso. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. It happened in the preparation process. 5. Was resistance encountered when advancing the wire guide to the target location?* it happened in the preparation process. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. It happened in the preparation process. 7. Was resistance encountered when advancing the introduction system in place to the target location?* it happened in the preparation process. 8. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No. 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Visiglide2, 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.

Manufacturer narrative:
Device evaluation: the 01 x zso-7-5 zimmon biliary stent of unknown lot number was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the use of an incorrect size wire guide used with the device which has been attributed to user error. User /use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. Instructions for use /or label review: it should be noted that the instructions for use (ifu0045) which accompanies this device states the following: ¿refer to package label for minimum channel size required for this device". As per the product label, the recommended sized wire guide for use with the device (0.035") is clearly marked and visible. As per information stated a 0.025" wire guide was used. There is evidence to suggest that the customer did not follow the instructions for use/label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. CAPA (B)(4) has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. From the additional information provided there was also additional user error noted. The wire guide was not inspected prior to use nor was the device at the centre of the complaint inspected for damage prior to use. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Corrective action/correction: CAPA (B)(4) addresses any necessary corrective actions as a result of this failure mode. Summary of investigation: failure identified: as per customer testimony kink occurred in the pigtail when the nurse inserted zso into the guide wire . Confirmed quantity of (B)(4) device, prior to use. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-mar-2024.